Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. Additional information was requested, and the following was obtained: what were the indications for surgery? - provide timeline of events. - what is the surgeon¿s experience with the device? - did you identify any issue during the initial firing of the device related to the portion of the staple line that did not have staples? Indications for surgery: subtotal gastrectomy was performed due to a mass in the stomach. Timeline: initial gastrectomy was performed on january 8th. Patient was administered contrast which failed to clear. Second surgery was performed on january 15th where the initial anastomosis was found to be missing staples and removed. Surgery experience with device: dr. (Please refer to the attached mail) is very familiar with ethicon surgical staples. He uses flex + for most of his surgeries. Any issues during the initial firing: no issues we're noticed during the initial firing out surgery.

Event description:
It was reported that surgeon performed a gastrojejunostomy, he transected a portion of the stomach and small bowel creating an anastomosis using the echelon + 60mm powered stapler (pse60a) using a blue reload. The stomach/bowel resection occurred on the third and final firing of the pse60a. The patient was brought back to the or two weeks later on (B)(6) as the patient digestive tract was obstructed and was unable to empty. It appeared that the stomach anastomosis had been transected the entire 60mm length but only laid down staples at the last 1/4 of the distal end of the reload. The initial anastomosis was dissected out and a secondary anastomosis was completed at that time. The initial stapler was not saved. The dissected initial anastomosis was saved and sent to permanent pathology at the hospital. Procedure was delayed due to the reported event.

Manufacturer narrative:
(B)(4). Date sent 1/30/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Provide timeline of events. What is the surgeon¿s experience with the device? Did you identify any issue during the initial firing of the device related to the portion of the staple line that did not have staples? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.